Event description:
Review of the patient's programming/diagnostic history found that a faulted system diagnostic test occurred on (B)(6) 2008 changing the patient's vns settings. All settings were corrected prior to the patient leaving the clinic except for the frequency. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.